Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for another indication and while hospitalized (six days after admission), the patient was diagnosed with peritonitis. The same day as the peritonitis diagnosis, the patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the peritonitis (no further details). At the time of the report, the patient remained hospitalized, treatment was ongoing and the patient was not recovered from the peritonitis. Pd therapy was ongoing. No additional information is available as the reporter declined follow-up.